Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced bilateral deflation post procedure. A physical examination confirmed the issue. As a result, patient underwent removal on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 23, 2022 indicated that this patient has decided not to pursue surgery at this time. Manufacturer¿s reference number: (B)(4).